Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump shut off unexpectedly and that the pump time was incorrect, cause was unknown. A replacement pump was sent to resolve the issues. Customer¿s blood glucose value was 270 - 280 mg/dl.